Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2021-15545. During in clinic follow up, noise resulting in oversensing, low pacing impedance, and an increase in capture threshold was noted on the right ventricular (rv) channel. Additionally, noise episodes that resulted in oversensing and low pacing impedance was noted on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming and rv and ra lead replacement to resolve the event. The device was reprogrammed and ra and rv lead replacement is anticipated. The patient was stable.